Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved 8fr angio-seal device was used on a neuro patient. Twenty-four hours after the patient was in the ICU, they had a late bleed. At 15:34 the patient was found with their right groin saturated with blood at access site while reclined in chair. The patient was positioned flat, supine for six hours. The patient's medical history includes afib, copd, retention, hyponatremic, falls, alteplase boils/infusion, aspirin 81 mg, heparin sq. Inj. The patient was in stable condition. The procedure outcome was successful. The estimated blood loss was less than 250cc. There was no patient injury/medical or surgical intervention required. Additional information was received on 07feb2020. The procedure being performed was a cerebral angiogram/l mca m3, using an 8fr procedural sheath. A pre-deployment angiogram was performed. The patient did not have a history of a bleeding disorder. The patient had fluro verification prior to the stick. Testing was not done to diagnose the bleeding; however, an ultrasound was performed to follow-up on the bleeding. There was manual compression performed to treat the bleeding. There is not a direct allegation against the device from the clinician that the device caused or contributed to the event. Head of bed (hob) flat/mobility timing: flat x 6hrs. Blood thinners/initiation/hx of asa pta.